Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The customer opted to use a multiple daily injection (mdi) as a backup therapy. Instructions were given to put the pump into storage mode and return it using a prepaid label, which the customer acknowledged.